Event description:
The cysto-nephro videoscope was returned to the service center with a report of the flex trigger mechanism was not responding; the internal feels stiff in one direction and does not engage in the other. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, missing adhesive around the objective lens was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.